Manufacturer narrative:
This report is submitted on october 23, 2022.

Event description:
Per the clinic, the patient experienced an infection, redness and swelling at the implant coil site (specific date not reported). Subsequently, the patient underwent a procedure to drain the effusion (specific date not reported). The device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 07, 2024.